Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks due to myopotential oversensing. Technical services (ts) was consulted and discussed store episodes as well as available programming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks due to myopotential oversensing. Technical services (ts) was consulted and discussed store episodes as well as available programming options. This device remains in service. No additional adverse patient effects were reported. At a later date, an implantable cardioverter defibrillator (ICD) system was implanted and the s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks due to myopotential oversensing. Technical services (ts) was consulted and discussed store episodes as well as available programming options. This device remains in service. No additional adverse patient effects were reported.